Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify no delivery alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had x on the screen, had symbol of book and question mark as well as pressing anything but insulin pump not doing anything when customer was in the pool. Customer¿s blood glucose was unknown. Customer stated that no delivery was displayed before the open book image was displayed on the screen. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.